Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 500 mg/dl. The caller stated that the customer was feeling weak and delirious. The caller stated that the customer also had an infection that may have contributed to the elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time and date. Assisted with the correct time and date. Found several no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.